Event description:
Medics were analyzing a pt in cardiac arrest and, subsequent to two shocks being administered to the pt, the device returned a "no shock advised" determination for a fine ventricular-fibrillation heart-rhythm. The medics responded to a residential cardiac arrest call where the pt initially collapsed in their driveway but walked into their house. Upon arrival, the pt was unresponsive and vital signs absent. The device was attached to the pt using multi-function electrodes. The device correctly returned a "shock advised" determination and the medics administered a 120 joule shock to the pt. The pt's heart-rhythm was converted to asystole and the subsequent analysis correctly returned a "no shock advised" determination. The medics performed a one-minute session of CPR and then initiated a third analysis of the pt. The device correctly returned a "shock advised" determination for a ventricular-fibrillation heart-rhythm and the medics administered a 150 joule shock to the pt. The subsequent analysis of the pt returned a "no shock advised" determination. The medics performed a one-minute session of CPR and then initiated a fifth analysis of the pt. The device correctly returned a "shock advised" determination and the medics administered a 200 joule shock to the pt. The pt's heart-rhythm was converted to asystole and the subsequent analysis correctly returned a "no shock advised" determination. The medics performed a one-minute session of CPR on the pt and then initiated a seventh analysis. The device returned a "no shock advised" for a fine ventricular-fibrillation heart-rhythm. The medics then performed another minute of CPR on the pt and then initiated an eighth analysis. The device correctly returned a "shock advised" determination and the medics administered a 200 joule shock to the pt. The pt's heart-rhythm was converted to asystole and subsequent analysis correctly returned a "no shock advised" determination. The medics continued to treat the pt and performed an add'l two analyses of the pt's heart rhythm. Both analyses returned "no shock advised" deteminations. The medics then transported the pt to a nearby medical facility. Pt care was then transferred to the hosp. The pt subsequently expired.